Event description:
Litigation alleges that the patient suffers from pain, discomfort, popping/clicking/grinding sensation, and elevated levels of cobalt chromium in the bone, tissue, and bone surrounding the implant. Bilateral.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.